Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev0114 showed one similar product complaint(s) from this lot number.

Event description:
It was reported blood backflow is noted from home care nurse. Patient is referred to the treating unit at the hospital and PICC-nurse confirmed at the hospital. No other information was provided.